Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 532 mg/dl. The customer was traveling due to a death in the family when her blood glucose levels began elevating. The customer also exposed the insulin pump to a CT scan. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. There was no tubing clamp to conduct the high pressure test. It was also stated that the cannula was bent when the infusion set was removed. Nothing further was reported.